Event description:
Event description cpi received information that during threshold testing with this ventak mini, fibrillation was induced and the device delivered a shock, but the impedance was <10 ohms. After a second shock was delivered an error message appeared. An external defibrillation shock was delivered at some point during the case. The lead was tested and found to show normal impedance. The ICD was explanted.